Manufacturer narrative:
Device visual evaluation: visual analysis of the photographs identified: opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode the event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture, free silicone, and small foreign body granulomas. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side rupture, free silicone, and small foreign body granulomas. The device has been explanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: ¿firm mobile lump¿ was confirmed to be ¿a silicone replaced lymph node¿.

Event description:
Treatment - device explant along with capsulectomy and mastopexy. Healthcare professional reported "histopathology specimen of left capsule show fibrous capsules containing globules of extruded silicone, some with adjacent small foreign body granulomas". ¿firm mobile lump¿ was confirmed to be ¿a silicone replaced lymph node¿.